Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported delayed needle retraction or to determine its root cause. No release records were reviewed, as the product number was not provided. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 370 mg/dl after wearing the pod longer than 48 hours. The customer also reported that the needle retraction was delayed.